Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat 100% stenosed lesion in the mid right coronary artery (mrca) with moderate calcification and mild tortuosity. The 014 hi-torque (ht) pilot guide wire (gw) was advanced to the target lesion; however a non-abbott balloon dilatation catheter (bdc) was advanced on the gw with difficulty. The bdc became stuck 30mm from the proximal point from the distal edge of the gw. Therefore the gw and bdc were removed together from the patient. A bump was observed between the core and polymer cover of the gw. There was no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed with another ht pilot gw and with the bdc for pre-dilatation followed by stent deployed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that inadvertent mishandling and/or interaction with the moderately calcified, mildly torturous and 100% stenosed anatomy/other devices resulted in compromising the guide wire resulting in the reported product quality problem irregular appearance (bump); thus resulting in the reported difficult to advance and difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a